Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), stenosis occurred. Subsequently, a second tpbv was implanted valve-in-valve. No additional adverse patient effects were reported.